Manufacturer narrative:
Additional information provided indicated the abnormal geometry of the device was identified 2.5 years after valve implantation, when they tried to search the etiology of the narrowing. Furthermore, the 3 month echo report showed a post op gradient was 45 mmhg, at 6 months the gradient was 60 mmhg, at 1 year the gradient remained at 60mmhg, at 1 year and 6 months the gradient was recorded as 50 mmhg, at 2 years and 10 months the gradient increased to 110mmhg, and at 3 years and 1 month the gradient was 140mmhg. Calcification of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the calcification cannot be confirmed. It is possible that the patient¿s underlying co-morbidities may have caused or contributed to the event. There was no allegation of device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the european edwards affiliate, three years after the implant of a 23 mm sapien valve in the pulmonic position, a second valve was implanted due to valve stenosis and insufficiency. Initially the patient's echo showed a gradient of 140mmhg. During catheterization (intubated with sedation) the patient gradient was 59 mmhg. Post balloon valvuloplasty the gradient decreased to 37 mmhg but severe pulmonary regurgitation occurred. A second 23 mm sapien valve was then implanted within the first pulmonic valve. Repeat echo showed trivial regurgitation and a gradient of 19 mmhg. The patient was noted to be doing well at the conclusion of the case. The gradient increase was attributed to the cylindrical geometry of the device as it was placed in the narrowest part of the annulus.